Event description:
New information received indicates that the patient was stable afterwards.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that far r-wave oversensing was observed. Programming changes were made. The patient received no harm. The device remains implanted.